Manufacturer narrative:
The device has not been returned for evaluation. While olympus technical service center (tac) tried to troubleshoot the issue over the phone, the customer stated there is an image on screen and the issue has resolve itself. Tac advised the customer to keep an eye on the maj-1430 cable, as well as the scope, if it happens again. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
It was reported, the evis exera iii video system center was not producing an image during an unspecified procedure. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. As no serial number was provided, we were not able to complete a device history record review. The IFU contains the following statements: ¿properly and securely connect all cables. If the cable connector has connection screws tighten up the screws. Otherwise, equipment damage or malfunction can result.¿ based on the information provided, and the issue being resolved there on site, the legal manufacturer believes that the reported image problem was the result of a connection failure between the scope and/or the video sockets. Olympus will continue to monitor the field performance of this device.